Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of failed intuitive motion to be related to the customer reported complaint. For clarification, the instrument was found to have imprecise pitch motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly in the pitch motion. The instrument would move in the correct direction, but a lag was observed. The root cause of this failure is likely due to a loose pitch cable. Additional observations not reported by site were also identified. The fenestrated bipolar forceps instrument was found to have a loose pitch cable at the distal end likely causing the imprecise motion. Common causes of the failure mode of the loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a lot of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause o this failure is attributed to component failure. The fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were about 0.085¿ * 0.267¿ in length and were not aligned with the tube axis. Common causes of the failure mode of the scratch marks /abrasions on the instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that during a da vinci-assisted small bowel resection procedure, the fenestrated bipolar forceps instrument had unusual movements like non intuitive motion. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument jaws were moving in opposite direction during bowel dissection. The instrument movement was not in the intended direction and the movement was unusual. The reported issue was persistent. There was no shakiness and/or friction experienced. The instrument was inspected prior to use and had no damage found. There was no allegation of loose cable. The issue was resolved by using the spare instrument. The drape was discarded after procedure. There was no patient injury.

Manufacturer narrative:
An isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k12220404-0499) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 3 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had unintuitive motion during procedure. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.